Manufacturer narrative:
Date of event: unknown not provided if implanted, give date: not applicable. Device was not implanted. If explanted, give date: not applicable. Device was not implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation (the lens was discarded). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) was faulty. The issue was first identified upon opening of the packaging. It was reported that there was no patient contact. It was indicated that the material has been discarded. No further information was provided.